Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) exhibited a pressure sensor alarm and had no pressure waveform when starting a case. Iabp was switched out with another and had no issues. There was no patient involvement and event circumstance is unknown.

Manufacturer narrative:
Additional contact information: (B)(6), cath lab manager. It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "pressure sensor alarm". When a getinge field service engineer had arrived on the site than the fse had connected the fiber optic tester and both wave forms appeared normally. Fse did notice upon retesting the pressure wave form would be delayed. I replaced the fiber optic assembly and tested again. Unit appeared to be working fine, but if problem persists we may need to look at replacing the datasettes or the main board. Once new fiber optic was installed, fse performed a complete system checkout with safety and functions testing and unit performed normally. Unit is cleared for clinical use. There was no involvement of the patient.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) exhibited a pressure sensor alarm and had no pressure waveform when starting a case. Iabp was switched out with another and had no issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.